Manufacturer narrative:
This report is submitted on 1 march 2021.

Manufacturer narrative:
This report is submitted on 25 jan 2021.

Event description:
Per the clinic, the patient experienced pain / non-auditory sensations leading to the decision to explant the device. The device was electively explanted on (B)(6) 2020. There are no plans to reimplant the patient with a new device as of the date of this report.